Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity, prior to a planned procedure. Technical services (ts) reviewed the available data and requested further data submission for analysis. Subsequent evaluation confirmed the device had triggered a remote monitoring disablement due to low battery measurement. The device was updated with the latest software; however, given the battery status and advisory conditions, replacement was recommended. No adverse patient effect were reported. This pacemaker remains in service.